Event description:
It was reported that there was an increased sedation and neonate was not agitated. Patient pulled out probe. Nurse stated they replaced probe and arctic sun device, but patient still was not getting to targeted temperature (tt) and the new device's duration clock was not counting down. Patient temperature (pt) was 35.3c, targeted temperature (tt) was 33c, water temperature (wt) was 9.6c, water flow rate (wfr) was 1.3 l/m. Neonatal pad in place. Verified current device's duration timer was set to begin at targeted temperature (tt). Walked through changing to begin immediately per nurse's request. Low water limit set to 10c. Advised device was making very cold water according to programming. Verified neonate is taco'd into the bad with adequate coverage. Tdi shows 2 bars trending downward. Explained device was responding as designed. Encouraged to call back with any questions or concerns.

Manufacturer narrative:
Received condition: n/a, the device was not returned. Reported issue: it was reported that the nurse stated they replaced probe and arctic sun device, but patient still was not getting to targeted temperature (tt) and the new device's duration clock was not counting down. Repairs related to the reported issue: patient temperature (pt) was 35.3c, targeted temperature (tt) was 33c, water temperature (wt) was 9.6c, water flow rate (wfr) was 1.3 l/m. Neonatal pad in place. Verified current device's duration timer was set to begin at targeted temperature (tt). Walked through changing to begin immediately per nurse's request. Low water limit set to 10c. Advised device was making very cold water according to programming. Verified neonate is taco'd into the bad with adequate coverage. Tdi shows 2 bars trending downward. Explained device was responding as designed. Encouraged to call back with any questions or concerns. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient temperature (pt) was 35.3c, targeted temperature (tt) was 33c, water temperature (wt) was 9.6c, water flow rate (wfr) was 1.3 l/m. Neonatal pad in place. Verified current device's duration timer was set to begin at targeted temperature (tt). Walked through changing to begin immediately per nurse's request. Low water limit set to 10c. Advised device was making very cold water according to programming. Verified neonate is taco'd into the bad with adequate coverage. Tdi shows 2 bars trending downward. Explained device was responding as designed. Encouraged to call back with any questions or concerns. The serial number for this investigation is unknown. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an increased sedation and neonate was not agitated. Patient pulled out probe. Nurse stated they replaced probe and arctic sun device, but patient still was not getting to targeted temperature (tt) and the new device's duration clock was not counting down. Patient temperature (pt) was 35.3c, targeted temperature (tt) was 33c, water temperature (wt) was 9.6c, water flow rate (wfr) was 1.3 l/m. Neonatal pad in place. Verified current device's duration timer was set to begin at targeted temperature (tt). Walked through changing to begin immediately per nurse's request. Low water limit set to 10c. Advised device was making very cold water according to programming. Verified neonate is taco'd into the bad with adequate coverage. Tdi shows 2 bars trending downward. Explained device was responding as designed. Encouraged to call back with any questions or concerns.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.